Event description:
It was reported that the customer answered yes to the question "any issues where 8110 syringe and/or 81200 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp?" There was no reported patient impact.

Manufacturer narrative:
The reported event of device had syringe/pca module sensor issue was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿syringe/pca module sensor issue " based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue that the syringe module sensor issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device was not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered yes to the question "any issues where 8110 syringe and/or 81200 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp?" There was no reported patient impact.